Event description:
Seroma: surgeon implanted an av access graft in the upper arm (brachial artery to axillary vein) in 2002. Approximately one month post-op, the pt developed a seroma in the area surrounding the brachial anastomosis. The pt returned to surgery in 2002 for evacuation of the seroma and excision of a 5cm segment of the graft. This segment was replaced successfully.